Event description:
During a coronary stenting drug eluting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous mid right coronary artery (rca). During inspection to the catheter, the shaft fractured. No pt complications were reported. Pt status reported as "satisfactory/good".